Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer was hospitalized between (B)(6) 2017 to (B)(6) 2017 due to low blood glucose, with blood glucose of 30 mg/dl at the time of the incident. The customer experiences the lows between midnight and 4 am. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump over-delivered insulin. Customer also complained about sensor glucose versus blood glucose differences, a high blood glucose incident, and other low blood glucose incidents. The insulin pump will be returned for analysis.